Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, blood was found in the device header. The device was explanted and replaced to resolve the event. The patient was in stable condition following the procedure.

Manufacturer narrative:
The field complaint of device contamination with body fluid was not confirmed. As-received, the device was at vvi mode above elective replacement indicator (eri) level. The device was then programed to nominal settings for the remainder of the analysis. The results of all electrical test performed, including mechanical stress testing and battery assessment indicate normal device characteristics. Additionally, a longevity assessment revealed the device was in the normal range of operation with appropriate remaining longevity.